Event description:
The hosp reported that towards the end of an endoscopic vein harvesting procedure, the heating elements became disconnected from the distal jaw on the vasoview hemopro 2. The same device was used to complete the procedure. The issue was not observed until the last transection of the case. Nothing fell into the pt. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).